Manufacturer narrative:
(B)(4). Date sent 11/13/2024. D4 batch #910c98. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned closed with no apparent damage and with a gst60d reload loaded on the device. The reload was received partially fired 1/16. The manual override feature had been used and was reset to test the functionality of the device. However, the device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb was noted to be non-functional. The device event log was reviewed. The log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. No conclusion could be reached as to what may have caused the pcb to be damaged. The event described of difficult to open could not be confirmed as device opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 910c98, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during an unknown procedure the stapler was fired 6 times and, on the 7th, firing the device ¿locked out¿. The surgeon had fired the gun and claims the knife blade had advanced part of the way before it eroded. Surgeon felt the device vibrate twice indicating an error. The surgeon pushed the home button to return the knife blade but it did not retract. He then opened the manual override and manually retracted the blade so that he could release the stapler. When opened, it did not appear that the stapler had fired. Battery, reload and stapler are available for return. A new device opened there were no patient consequences. The surgery was delayed 5 minutes.